Event description:
During removal of sheath a portion separated. The separated piece was removed sugically. Multiple attempts to obtain further information have been made but to date, no additional information has been received from the reporting facility.